Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and increased thresholds, unstable thresholds and dislodgement. The lead was revised and will be replaced in the future. No patient complications have been reported as a result of this event.